Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2021. H.6. Investigation: two photos, three representative samples, and two used samples were received by our quality team for evaluation. One representative sample was from batch 0144806. From the photos, a good sample and two defect samples with a moved valve were observed. The representative samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All inspection passed and no abnormalities were observed. Upon visual inspection of the used samples, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: during the application of medication using the injection port, the sealing hose of the product moved. This led to an uncontrollable leakage of blood, could cause hypovolemia if not noticed quickly. The affected lot 0144803p41 will be blocked from use to avoid patient damage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: during the application of medication using the injection port, the sealing hose of the product moved. This led to an uncontrollable leakage of blood, could cause hypovolemia if not noticed quickly. The affected lot 0144803p41 will be blocked from use to avoid patient damage.